Event description:
It was reported while using an unspecified bd insulin syringe the needle pulled out. There was no report of patient impact. The following information was provided by the initial reporter: when the orange protective cap is removed, the needle comes off with it.

Manufacturer narrative:
No samples were returned therefore the investigation was performed based on the photo provided. The customer returned one photo of a single syringe without any packaging or teardrop label. The customer reported needle separate. The photo was examined, the syringe appears to be intact without any indication of a defect. Therefore, without a physical sample, there¿s no sufficient evidence to directly confirm any issues with the syringe. No DHR review can be carried out as lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure based on the photo provided (needle hub separate). Root cause cannot be determined at this time as the issue is unconfirmed and no samples were returned. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd insulin syringe the needle pulled out. There was no report of patient impact. The following information was provided by the initial reporter: when the orange protective cap is removed, the needle comes off with it.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.